Event description:
Reported as "iab failed to fully unwrap". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical" prior to and after the event.

Manufacturer narrative:
Qn#(B)(4) the serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed biohazard bag. Upon return, the distal end of the teflon sheath was noted at approximately 20.2cm from the iabc distal tip; a portion of the peel away sheath was noted inserted within the teflon sheath. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal tip. A bend to the iabc was noted at approximately 25.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. Additionally, a portion of the "peel-away hemostasis device" was noted inserted within the teflon sheath, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "remove peel-away hemostasis device," within the sheathed insertion procedure. The videos provided by the customer were reviewed. The videos show the fluoroscopy video of the iabc bladder not fully inflated. This is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0072in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 4.9cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 60.4cm and 67.6 cm; the guidewire was able to advance through the central lumen and blood had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab failed to fully unwrap" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Additionally, a portion of the peel-away hemostasis device was noted inserted within the teflon sheath upon receipt of the sample, which indicates that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections.

Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab failed to fully unwrap". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "critical" prior to and after the event.